Event description:
A home patient's wife contacted the baxter technical service center regarding a system error 2240 message that appeared on the display of their homechoice machine during drain 1 of their automated peritoneal dialysis therapy. Per the initial report, the home patient was connected at the time of the alarm. However, the home patient disconnected himself from the patient line during a dwell cycle. When the patient returned, he reconnected himself back up, but therapy had already progressed to the drain cycle. The home patient received the alarm shortly after. Baxter technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was associated with this incident per the home patient's nurse.

Manufacturer narrative:
Baxter's quality assurance department has reviewed proper procedures with the home patient's nurse.